Event description:
On (B)(6)2012, the reporter contacted animas, alleging that the up arrow and ok keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(4) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad symbols were worn and the rubber keypad was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up, down and ok buttons were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under the key contacts and the ok and up contacts were found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.